Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning gas delivery engine (gde) and compressor assembly. The foreign distributor was shipped a replacement gas delivery engine (gde) and compressor assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine (gde) and compressor assembly for evaluation. As of 02/10/2015 the alleged faulty gas delivery engine (gde) and compressor assembly have not been received. Should the alleged faulty gas delivery engine (gde) and compressor assembly be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was reported to carefusion by a foreign distributor in (B)(6). "Our dealer claims the compressor on this ventilator is not running, also the fio2 % is out of spec by 10% on the monitor reading and external fio2 analyzer, they claim is only out of spec on the neonate pt size. They claim this unit was not on a pt when the problems occurred. A compressor and a gde are going to be ordered for this unit."